Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely elevated magnesium of 6.5 mg/dl on a patient sample that repeated 1.7 mg/dl on the architect c4000 analyzer. The same sample was repeated on a different analyzer 3 times with results of 1.7 mg/dl. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative performed troubleshooting and replaced several parts to optimize system performance, however a specific likely cause was not identified. The instrument logs were reviewed but not helpful in identifying a specific cause for the inconsistent high magnesium (mg) results. However, a review of duplicate mg testing found several occurrences of error 3375 (unable to process test, aspiration error occurred). Therefore, sample integrity or handling could not be ruled out as a possible contributing factor. A review of the architect c4000 analyzer and mg assay complaint and trending data did not identify a related product issue or adverse trend. The architect system operations manual and mg assay package insert provide adequate information for troubleshooting the customer's reported issue and error 3375 observed in the instrument log review. Based on the investigation performed neither a malfunction nor a deficiency were identified.